Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) assisted the customer over the phone. The customer was able to resolve the leak by cleaning the probe. The instrument performed without any leaks. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 4 cubic centimeters of diluent leaked from the probe of the coulter ac·t diff analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or change to patient treatment attributed to this event.